Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. The crimped stent was examined and proximal stent damage was noted. Proximal strut segments 1 and 2 were lifted and pulled distally. The remainder of the stent was undamaged. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon body was reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. There were crimp markings evident on the entire length of the balloon wall indicating overall crimp contact with the balloon and stent at the time of manufacture. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 16-nov-2017. It was reported that crossing difficulties were encountered. The 91% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). After a 2.5x15 non bsc balloon catheter was used and ballooned the lesion several times, a 2.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross due to calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.